Event description:
It was reported through legal representation, that during a candela laser workshop, a volunteer for a demostration sustained an injury. The individual was reported to have had a spider vein treated on the right side of the nose with a gentle yag laser. In a legal report received 8/22/06, it was disclosed that this injury resulted in a 4mm x 6mm scar.

Manufacturer narrative:
The laser utilized was a demo laser in which no related problems were noted prior or post this incident. Other facts to be determined in litigation.